Event description:
It was reported that while the surgeon was putting in the 16mm cervical spine locking plate (cslp) in the upper left screw hole, the screw head of one screw went through the plate hole. He had also used 3 screws and 2 locking screws. The construct was removed and replaced. No harm to the patient was noted. This is report 2 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
(B)(4)